Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: a review of the black box showed the pump alarmed an exceeds max total daily dose limit alarm. The basal history showed the basal program was set for 29.4 units of insulin per day, there were four units of insulin administered that day totaling 73.9 units of insulin causing the pump to reach the total daily dose max limit. The black box verified the user confirmed the max warning five times before manually suspending the pump. The pump was never resumed for deliveries. The pump passed all required delivery accuracy testing. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 33.3 mmol/l with diabetic ketoacidosis (dka) vomiting associated with an alleged other/unusual issue. Reportedly, the patient was transported by ambulance on (B)(6) 2018 to (B)(6) hospital, (B)(6), and admitted at 12:38. The patient received treatment at (B)(6) hospital by dr. (B)(6). The patient presented with four days of upper respiratory tract infection (urti) symptoms with alleged failure of the insulin pump and was treated for dka and was intubated by their health care provider. The patient¿s blood glucose measured 69 mmol/l on hospital admission. The patient was transferred to (B)(6) hospital ((B)(6)) (B)(6) on (B)(6) 2018. The patient¿s condition/status at the time of this report submission is unknown. During troubleshooting with customer technical support, it was noted that the pump was ¿malfunctioning¿ for 4 days prior to event of the patient being admitted to the hospital. There were no further details of the malfunction available at the time of the call. The initial download of the pump¿s recorded information did not reveal any notable issues other than the patient¿s blood glucose appeared to be very high on (B)(6) 2018 after the last recorded prime/fill cannula step. There were no relevant alarms from the pump. There was a component of diabetes management but that could not be ruled out as a contributing factor. This complaint is being reported because the patient experienced hyperglycemia associated with a pump malfunction.